Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Analysis of the cable found a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the physician's tablet was not working and the clinic had to be shut down. Troubleshooting was performed which identified that the usb cable was malfunctioning. The physician was provided a new usb cable and the nonfunctional usb cable was returned for analysis. Analysis is underway, but has not been completed to date.